Event description:
It was reported that the patient underwent unspecified spinal fusion surgery using rhbmp-2/acs. Reportedly, the patient experienced "pain and nerve injuries and [patient] constantly worried about whether things will get worse. [Patient] in pain 24/7, at times [patient has] to sleep sitting up because [patient's] legs and back hurt so bad. [Patient] has trouble walking and even turning over in bed. Very hard to get in and out of auto."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.